Event description:
It was reported that the zimmer air dermatome ii handpiece had a problem with the coating. It is starting to crack. The issue was noticed during cleaning there was no pt harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.